Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00487. It was reported the patient was unable to increase stimulation. The system was interrogated and it was determined all contacts had high values. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00487. It was reported the patient's leads were fractured due to physician anchoring. The physician originally did not use sjm anchors. The leads were explanted, replaced and anchors were added. The patient¿s system was reprogrammed and the patient receives effective stimulation.